Event description:
This is a pt who had a right total knee arthroplasty in 1998, revised in 1999. Pt has had pain with ambulation, pain at night, pain at rest. Pt was admitted to undergo revision of the right total knee. In surgery the surgeon discovered the tibial baseplate and the femoral component were both loose.